Event description:
The account alleged that the head and knee sections will not raise.

Manufacturer narrative:
After attempting to calibrate the sensors, the account replaced the head and knee valves to repair the bed.